Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device catalog number: unknown. Medical device expiration date: unknown. Medical device lot: unknown. Device manufacture date: unknown. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. The root cause of this complaint is indeterminate. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that an unspecified bd blood sample needle has blood leakage when needle goes into the tube. This occurs between hooking the tubes to it. There was no report of serious injury, blood exposure or medical intervention.